Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working. Customer¿s blood glucose level was 375 mg/dl. Customer stated that the insulin pump received no delivery alarm. Troubleshooting was declined. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion and prime . No excessive no delivery alarm and no blank display anomaly noted. (B)(4).